Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms, including cartridge alarm 30, with consecutive cartridges and not during the load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a warranty replacement pump, confirmed shipping details, and provided instructions for placing pump into storage mode, returning it within 10 days using the supplied materials, and setting up pump settings and cgm connection on the replacement device.